Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Date of event: unknown, but two dates were indicated as the date of incident ((B)(6) 2021). If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Initial telephone number: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective that it had unfolding issue and the haptic was stuck to haptic. There was contact with patient's operative eye, however, there was no harm. No further information was available.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated. Non conformance (nc) report number nc-7002516 was found during the record review. The nc did not contribute to this complaint. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaint folders for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.